Event description:
The customer reported that the probe of the ortho provue analyzer is dripping. The customer stated that no error messages were posted. The provue was taken out of use. No erroneous results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the pressure regulator was clogged. The fe removed the regulator and cleaned and adjusted it returning the instrument to expected operation. A search was performed concerning complaints logged by this customer. This customer has not logged any complaints against this analyzer since this incident. (B) (4)